Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (no power) issue. The reporter stated that after changing the battery, the pump would not power on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 07/16/2013-device evaluation: the pump has been returned and evaluated by product analysis on 06/17/2013 with the following findings: evaluation revealed that rebooting observed in the black box. A low battery warning was confirmed. The voltage in the black box is low. No damage was found to the battery compartment. Battery cap contact height and width were found to be in specifications. The pump electrical current draws were tested with no defects found. A replace battery alarm was reproduced during testing; the pump gave an audible and visual alert. The pump was exercised for 24 hours with no alarms or power issues occurring. The pump was opened and no damage was found to the power circuit.